Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that therapy was withheld due to detection of supra-ventricular tachycardia instead of ventricular tachycardia. It was also reported the patient received six inappropriate therapies. The patient¿s medication was adjusted, the device was removed, replaced, and no further patient complications have been reported as a result of this event.